Manufacturer narrative:
The reported complaint of the autopulse platform (sn 31557) displaying user advisory (ua) 07 (discrepancy between load 1 and load 2 too large) upon powering up was confirmed during archive data review and functional testing. The root cause of the ua07 was determined to be a loose cable connection between the load cell amplifier pca and the main platform pca processor. The noted electrical connection issue was possibly attributed to the device's age. The device's life expectancy is 5 years. The autopulse platform was manufactured in january 2011 and is over 13 years old. A review of the archive data showed multiple user advisory (ua) 07 (discrepancy between load 1 and load 2 too large) on and around the customer's reported event date, confirming the reported complaint. Functional testing failed due to the ua07 advisory message displayed upon powering up the platform, confirming the reported complaint. The connection between the load cell amplifier pca and the main platform pca processor was loose, triggering the ua07 advisory messages. The load cell amplifier pca was securely re-connected to the main platform pca processor to address the problem. Subsequently, a load cell characterization test was performed and confirmed that both cell modules were functioning within the specification. Zoll is awaiting the customer's approval for repair. Historical complaints were reviewed for service information related to the reported complaint, and there were no similar complaints reported for the autopulse platform with serial number (B)(6).

Event description:
During shift check, the autopulse platform (sn (B)(6)) displayed user advisory (ua) 07 (discrepancy between load 1 and load 2 too large) upon powering up. No patient involvement.